Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that noted the device was operated in the m1 segment for about 20 minutes and then it was pulled into the internal carotid to operate for about 15 minutes, but it still could not be opened and then it was decided to withdraw for inspection.

Event description:
Medtronic received a report that the surgeon performed cavernous sinus aneurysm embolization, and chose to use ped-475-20 (batch number: b471382). After measurement. The stent was pushed in after high-pressure hydration outside the body. After reached the position of microcatheter m2, it was ready to deploy. After the stent was pushed out on the straight section of m1, it could not be opened (distal end) after repeated operations for a long time. The entire stent was still in the shape of a rod. After pulled it into the neck and pushed it out again, it still could not be opened smoothly. It could only be pulled out of the body and pushed the stent out for inspection. It was found that the tip still could not be opened after pushed out the stent outside the body. The pipeline was not positioned in a bend. Less than 50% had been deployed when it failed to open. The pipeline was resheathed less than or equal to two times. No additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. After pushed the ped-475-20 out of the microcatheter, replaced with a ped-475-25 (lot number: b367562) stent and successfully completed the surgery. The pipeline was used for an approved indication. The pipeline and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.   The patient was undergoing surgery for treatment of a small left cavernous sinus segmental saccular, unruptured aneurysm with a max diameter of 5.5mm and a 3.5mm neck diameter. The landing zone was 3.61mm distally and 4.82mm proximally. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered. Pru level was 150.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis #(B)(4): equipment used: vis (m-81805) . As found condition: the pipeline flex embolization device was returned for analysis within a shipping box and within a plastic bio-pouch. Damage location details: no bends or kinks were found with the pipeline flex pusher. The pusher resheathing pad was found in good condition. The pipeline flex braid proximal end was found open, but damaged (frayed). The pipeline flex braid distal end was found collapsed and damaged (frayed). The pipeline flex pusher sleeves and tip coil were found in good condition. Conclusion: based on the device analysis and reported information, the customer¿s ¿failure/incomplete open distal¿ report was confirmed. It is likely the damage found with the pipeline flex braid contributed to the reported event. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, or deploying/resheathing braid against resistance. However, the cause for the braid damage could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.